Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in pain, urinary problems, recurrence of incontinence, dyspareunia, vaginal scarring. Product was used for therapeutic treatment. The reason for surgery were recurrence and stress urinary retention. The procedure performed was a mid urethral sling, posterior repair and cystoscopy.